Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed atrial undersensing, followed by an additional atrial pacing and ventricular undersensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.